Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a field representative on 10/26/2022. The rep reported that another field rep saw the patient on 10/5/22 for a reprogramming patient meeting. Rep has reached out to the patient to address her concerns. The issue was resolved and the ins was providing the appropriate therapy. Some education was provided over the phone regarding the new program settings and the patient understood. The rep has further made an appointment with the pt on 11/18/22 to assess her therapy needs.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they were having issues with their stimulation and the issue began 8 months ago. Pt stated theyneeded to increase their stimulation and they were taking more pain pills and their therapy was just not working out. Pt noted they had their device for 2 years and they only met with a representative 1 time. Pt stated on april 3rd they sent the rep the settings not available cannot provide your desired intensity message that kept displaying on their controller. Pt noted they were supposed to have a follow-up appointment on friday to see how they were doing after their stimulation was increased but pt would have to canceltheir friday appointment because their stimulation was not yet adjusted. Pt noted they did not want to travel a 600 mile trip and noted their last appointment was 2 months ago and it hadn't been done yet. The patient was redirected to their healthcare provider to further address the issue. Pt called back stating that they are still confused about the process of meeting with manufacturing representative (reps). Agent reviewed rule of rep, redirected to hcp and reviewed option to use paging service. Pt repeated information regarding needed reprogramming and being in pain. Caller did confirm the mdt rep called them back and notified them that the previous mdt rep no longer works there. Additional information was received from the patient via a manufacturer representative (rep) reporting that they got settings not available message and then met with mdt rep for reprogramming "a couple months ago." Pt reports she does not like the new programming, "her lower back is hurting." Rep reports she could not use one of the contact for reprogramming. Pt said she does not like to feel the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.